Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 412 (mg/dl). Reportedly, contact stated that the customer smelled like they were "burning ketones"; however, customer did not test to see if ketones were present. Customer changed infusion site and administered a manual injection to treat bg level. Recommendation was made to change infusion site again. Contact declined follow-up with tandem technical support and indicated that the customer is in contact with their health care provider regarding the elevated bg.